Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient¿s ipg pocket was loose, and the patient could manipulate the ipg in the pocket resulting in pain/discomfort at the ipg site. Reportedly, patient experienced weight loss recently, however the ipg has always felt loose in the pocket. As such, surgical intervention took place on (B)(6) 2023 wherein the ipg pocket was revised. The ipg was repositioned in the same pocket addressing the issue. Reportedly, pain/discomfort has resolved.